Event description:
It was reported that the transmitter unpaired itself. Product was provided for investigation. Confirmation of the complaint was undetermined via product. The probable cause was unable to be determined via product. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5 - additional information d2- additional information d5 - additional information h2 - additional information.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the transmitter unpaired itself. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.